Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical and photographic imaging tests performed. Visual inspection revealed that the body of the paddle lead end had been severely damaged. The body of paddle lead had burn marks approximately 12 cm from paddle lead end. These damages are consistent with damages done when electrocautery has been used. In addition, visual inspection showed that one of the proximal ends of the paddle lead was fractured between contact number four (4) and five (5). Despite the fracture at the proximal end the lead passed electrical tests. Due to extensive damages done to the device, it is not possible to identify the source of the complaint. Other damages observed are consistent with damages done during explant procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was rec'd that the pt was not receiving stimulation. The bsn discovered through troubleshooting that the whole right side of his paddle lead displayed high impedances. The bsn field clinical engineer attempted to reprogram around the high impedances but was unsuccessful. The physician explanted the paddle lead and replaced it with a new paddle lead. The pt was reportedly receiving adequate therapy following the procedure.

Event description:
A report was received that the patient was not receiving stimulation. The bsn discovered through troubleshooting that the whole right side of his paddle lead displayed high impedances. The bsn field clinical engineer attempted to reprogram around the high impedances but was unsuccessful. The physician explanted the the paddle lead and replaced it with a new paddle lead. The patient was reportedly receiving adequate therapy following the procedure.